Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) procedure, the lens inside the eye the injector does not load the lens has flown above it. The physician concluded the surgery by implanting another lens. Additional information was requested and received no patient harm was reported.

Manufacturer narrative:
Correction in d.4. Additional information was added in h.3.,h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to the mid nozzle and is advanced over the lens. The lens is advanced to nozzle entry and is misfolded returned photo shows activated autonome device. The lens is advanced at the nozzle entry area. The plunger appears to be advanced over the intraocular lens. We are unable to determine the root cause for the reported complaint it does not load the lens but flows above it. Plunger override was observed. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high 23c / 73 f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).